Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the cannula and cannula tubing beneath the skin surface comes away from the body leaving the adhesive and cannula plate on the skin. This has occurred on two occasions while the same batch of cannulas was in use. No adverse event reported. Requested return of the alleged device for evaluation.